Event description:
It was reported that the ilet displayed alert 60 indicating a bluetooth communications error consistent with a ble board communication fault. The user performed multiple restarts and the device had a full battery, and education was provided on shutdown, data syncing, and replacement setup. No reported blood glucose effects. Outcomes included no medical intervention and no hospitalization. Investigation included review of device history and user-reported performance, verification of the alert in device logs, troubleshooting and education on device use, and receipt and inspection of the returned device. Investigation of this case revealed a device communication malfunction associated with the ble board, consistent with a bluetooth communications issue that necessitated replacement and prevented cgm connection. It was concluded that the cause was a malfunction of the device¿s bluetooth communication hardware.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.